Event description:
A ventilator was returned to a third-party service center for evaluation of foam particles in the device. There was no allegation of device malfunction. There was no alleged injury or harm. During the evaluation of the device at third-party service center foam particles were not visualized in the device. However, the active exhalation control module was noted to be damaged and was replaced to address the issue.